Event description:
The ge oec 9800 fluoroscopy system produces poor images.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-calibrated the ma limits to specification to restore proper image quality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.